Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show the product lidstock, which states the kit is a one-lumen kit, and the contents within the kit, which shows a 3-l catheter within the kit. The complaint of an incorrect catheter was confirmed by the photos. The customer also returned one unopened cvc set for evaluation. The kit lidstock and bill of materials (bom) indicate the kit should include a s-l 14 ga 30 cm catheter. The kit was opened to further inspect the returned components. Visual inspection of the returned sample revealed the kit contained a 3-l , 8.5fr x 20 cm catheter. A device history record review was performed, and the following findings were identified: for material es-04730-ek, a non-conformance was initiated regarding an incorrect lidstock on the product. The customer report of an incorrect catheter was confirmed through complaint investigation of the returned sample. Visual inspection revealed the kit contained a 3-l, 8.5fr x 20 cm catheter, which does not match the s-l 14 ga 30 cm catheter listed on the lidstock. Based on these circumstances, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the set es-04730-ek was packaged with a 3-lumen cvc. The problem was detected before unpacking the set." No patient involvement with device was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the set es-04730-ek was packaged with a 3-lumen cvc. The problem was detected before unpacking the set." No patient involvement with device was reported.